Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. An 18-4/5.8/75 xxl esophageal balloon catheter was advanced for post-dilation. However, during inflation, the balloon ruptured on the stent struts. The procedure was completed with another of the same device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. An 18-4/5.8/75 xxl esophageal balloon catheter was advanced for post-dilation. However, during inflation, the balloon ruptured on the stent struts. The procedure was completed with another of the same device and no patient complications were reported. It was further reported that the target lesion was 90% stenosed and was located in the non-tortuous and non-calcified common iliac vein. The balloon ruptured during the second inflation at 5 atmospheres and the device was completely removed.

Manufacturer narrative:
B3 date of event updated from (B)(6) 2020 to (B)(6) 2020.